Event description:
Pt was going to receive IV hydratrion at home for dehydration. When trying to infuse hydration via sabratek pump, "malfunction 7" alarm repeatedly occurred. Pt was sent to ER for evaluation and treated as he was already in a compromised state. Obtaining another pump would have been very time consuming. Returned to dist on 6/9/99.